Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. Model # 7325 of the contour® next control solution is only available in canada; therefore, the UDI # is not applicable.

Event description:
The customer reported that he ran control tests with the contour® next one meter and obtained readings of 14.0 mmol/l at 1:45 p.m. And 12.9 mmol/l at 1:49 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the contour® next one meter with serial # (B)(6) for evaluation. No test strips and control solution were returned. Therefore, the returned meter, the in-house contour® next test strips from lot # 4aheg04a and the in-house contour® next control solution from lot # 4bv2b39 were used for in-house testing in five replicates. All tests recovered within the expected control range of 6.3 mmol/l to 7.9 mmol/l. The control results obtained with the in-house testing were properly marked as control tests in the meter's memory.